Manufacturer narrative:
Vyaire complaint #: (B)(4). The ventilator was tested and the alarm was reproduced. The main pcb was replaced and the alarm stopped. We are currently waiting for the component to arrive at the manufacturing site for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the vela ventilator experienced a circuit occlusion alarm while in use on a patient. The patient was moved to another ventilator. The customer advised there was no patient harm associated with this event.

Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.